Event description:
During a diagnostic procedure in the femoral artery, the guidewire coating became imbedded at the puncture site in the right common femoral during removal of the guidewire. Surgery was performed to remove the coating material. The removal was succesful and there were no pt complications. It was reported that the pt's arteries were "rock hard".